Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify: the device did not work: does this mean that the device did not fire? Were the clips malformed? Did the clip cut the cystic artery? Did the jaws cut the cystic artery? Was the patient given any blood products? If yes, how much blood products was given to the patient? Was there any patient consequence? If yes, how was the patient consequence resolved?

Event description:
It was reported that during a cholecystectomy, when the surgeon used the device on the cystic artery, the device did not work. This incident led to the section of the cystic artery caused by the clip. There was a hemorrhage (about 300cc). Use of another device from another lot to complete the procedure.